Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the instruments' wrist. Other cables at the wrist were not damaged.

Event description:
It was reported that in central processing, a broken wire was identified on the pk dissecting forceps instrument. There was no allegation of harm or injury to a patient. There were no reports of fragments falling into the patient.